Event description:
A malfunction was reported on a tandem pump, identified by the malfunction code 199, with further details pointing to a malf 16 error, which was not resettable. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump and instructed the customer on how to use an alternate insulin delivery method, mdi, to avoid interruptions. The pump was confirmed to be under warranty, and the customer was instructed to return the faulty pump using a pre-paid label within 10 days, after placing it in storage mode.